Manufacturer narrative:
As received, only the connector portion of the lead was returned in one piece for analysis. Electrical test that could be performed did not find any shorts or discontinuities in any conduction paths. Analysis of the lead found no anomalies with the exception of damages consistent with those occurring at the time of explant.

Event description:
Related manufacturer report number: 2938836-2017-29222. During follow-up, out of range impedance measurements were noted on both the right atrial and right ventricular lead. Loss of capture and sensing was also noted on the atrial lead. Both leads were explanted and replaced with good electrical measurements. The patient was in stable condition.